Event description:
Caller reported that pump screen was dark and would not turn on despite several troubleshooting steps. Blood glucose level remained between 54-500 mg/dl, and no adverse impact was reported. Customer decided to use multiple daily injections as a backup therapy while waiting for a replacement pump, which technical support planned to send. Customer agreed to put pump into storage mode and return it using a prepaid label within 10 days.